Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, it is likely that water and moisture may have intruded into the endoscope, causing breakage of the circuit board in the image sensor unit and that in the endoscope connector. The subject event can be detected by implementing in accordance with the below instructions for use. Instructions for ltf-s190-5 chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the videoscope had poor quality image. The issue occurred during preparation for use of a unspecified therapeutic procedure. There were no reports of patient harm and the intended procedure was able to be successfully completed using a similar device.